Manufacturer narrative:
This is related to MDR number 3011632150-2022-00032. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of arterial thrombosis is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This MDR is related to 3011632150-2022-00032. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The subject was implanted with two biomimics-3d stents (a 7.0 x 60mm and a 7.0 x 80mm) to treat a denovo lesion of the sfa middle third to sfa distal third of the left leg. A contralateral approach was used and pre-dilatation and post-dilatation of the target lesion was conducted with percutaneous transluminal angioplasty. Atherectomy was also performed pre-stent placement. On an unknown date in june 2021, an event of thrombosis of treated segment was identified and reported to veryan on (B)(6) 2022. It was reported as "not related" to the device or procedure but to a worsening of the pre-existing condition. The event required a target lesion revascularisation (tlr) that involved percutaneous transluminal angioplasty / standard balloon angioplasty and thrombectomy. The event is reported as serious. The patient outcome is described as resolved/recovered. The devices remain implanted. On review of the event by veryan, it was determined to be possibly related to the device due to the target lesion relationship.

Event description:
This MDR is related to 3011632150-2022-00032. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The subject was implanted with two biomimics-3d stents (a 7.0 x 60mm and a 7.0 x 80mm) to treat a denovo lesion of the superficial femoral artery (sfa) middle third to sfa distal third of the left leg. A contralateral approach was used and pre-dilatation and post-dilatation of the target lesion was conducted with percutaneous transluminal angioplasty (pta). Atherectomy was also performed pre-stent placement. On an unknown date in (B)(6) 2021, an event of thrombosis was identified and reported to veryan on (B)(6) 2022. It was reported as "not related" to the device or procedure but to a worsening of the pre-existing condition. On (B)(6) 2021, the patient underwent pta/standard balloon angioplasty and thrombectomy on the distal popliteal to peroneal ostial segment. The patient outcome is reported as resolved/recovered. The devices remain implanted. Additional information received reported that the event was not related to the target lesion and the event did not result in target lesion revascularisation or target vessel revascularisation. This event does not meet MDR reportable criteria based on the updated information and this supplemental report is being provided to update the initial report.

Manufacturer narrative:
This is related to MDR number 3011632150-2022-00032. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of arterial thrombosis is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Has been updated to highlight that this event was not related to the device or target lesion and based on the updated information this event would not meet MDR reportable event criteria.